Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lobectomy video procedure, after loading the seventh reload and closing the jaws to insert in the incision, the surgeon could not open the jaw anymore. He also tried to use the emergency button (red button "stroke reverse") but its displayed the message that button was "loose", not responding to the action taken. Therefore, the device got lock and the reload stuck. So then, it was required to replace the device and after replaced it worked successfully. As supplementary information, before loading the seventh reload, all the six reloads worked properly. There were no adverse consequences for the patient reported.